Event description:
The complainant alleged that during a routine shift check of the device by a clinician, the device powered up with no video display. The complainant indicated that there was no patient involvement in the reported malfunction.